Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, u13 8-bit cmos flash micro-controller was corrupted on the bedside board. In addition, the bedside board was contaminated. The cause of the resetting was the corrupted u13 component. The root cause of the corrupted component cannot be positively identified, but was likely due to liquid ingress of an unknown contaminant. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.